Manufacturer narrative:
The sample was returned in a carboard box, and the guidewire was placed in a double zip-lock type bag marked biohazard. The pouch had a label attached stating the customer's complaint number and information about the guidewire. A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire returned fractured at the distal end, with evidence of excessive force being applied. This is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end. The force applied to the guidewire caused the coil to stretch on the distal section, with a kink present at approximately 28cm from the distal tip, and a misalignment approximately 8.2cm from the distal tip. The ribbon had a number of bends present and fractured at the distal j section. The portion of ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon was fractured on the distal end, approximately 0.1cm from the weld. There was evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. The exposed core section had a bend approximately 0.5cm from the ball weld. There was a bend present on the guidewire, approximately 10.5cm from the proximal end. There was a bodily-like substance noted on the distal tip of the coil. The distal tip weld had an open coil. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user applies excessive force in manipulating wire within needle/cannula", "user advances wire through resistance" "user handles wire outside body with excessive force" and/or "user did not confirm viable access before advancing wire" appears to have impacted on the event as reported.

Event description:
Event description: after performing complete ablation in the rspv, attempting to cannulate the lspv, a cobra in the catheter occurred. When the catheter was removed from the body, the catheter slider broke. The guidewire became trapped in the catheter (outside the body) and would not advance or retract. It was also not possible to move from flower to basket or to open or close the catheter. By changing the catheter we were able to finish the case without incident. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: change the catheter what is the next course of action?: - patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no event date: 2024-3-5 as reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions procedure date: (B)(6) 2024. Type of procedure: farapulse device/procedure outcome: procedure completed via alternative method,different device used (same model) patient outcome: f26: no health consequences or impact.